Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification up to the 25th september 2011. On the 2nd october 2011 the device failed a weekly auto self-test due to a low battery. The device was still in fault mode on the 13th june 2012 when it was manually powered on, failing a self-test due to a low battery. On the 19th june 2012 a new pad-pak was installed and the device passed a self-test. On the 29th june 2014 the device recorded a manual power up of 21 minutes duration. This may indicate the device was attached to a patient. However the user accessible memory log was erased prior to receipt at heartsine. Multiple manual power ups, mainly of ten minutes duration where observed in the device memory between the 4th july 2015 and the last log entry on the 1st september 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.